Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the right ventricular (rv) lead had dislodged into the right atrium. The lead was revised and remains in use. No patient complications have been reported as a result of this event.